Manufacturer narrative:
(B)(4). The reported event was identified during review of a journal article. M.h. Hjorth, et al. Does a titanium sleeve reduce the frequency of pseudo tumors in metal-on-metal total hip arthroplasty at 5-7 years follow-up? The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The following could not be completed with the limited information provided. Weight - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01808, 0001825034-2017-01811.

Event description:
It was reported in a journal article intra-articular fluid collections were seen in 45 out of 47 hips. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown bi-metric stem, unknown m2a magnum cup, unknown m2a taper adapter, all catalog#'s: ni, all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-01808, 0001825034-2017-01811, 0001825034-2017-03231.